Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided.

Event description:
It was reported that implant was removed due to implant fracture. Bone loss was also reported. Tooth location 30. New implant will be placed.

Manufacturer narrative:
One (1) osseotite® implant 3.75 x 10mm (oss310) was returned for investigation. Visual evaluation of the as returned product identified the implant was fractured at the middle threads. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was unknown bone density type. The reported device was located on tooth # 30 and was used for approximately 3 years 8 months. The customer provided x-rays of the device, which confirm fracture in the implant site. DHR review was completed for the subject lot number (2016101962). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016101962) for similar events and no other complaint was identified. March post market trending was reviewed and there were no actionable events or corrective actions for the reported events (implant fracture, bone loss) or product (oss310). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event (fractured implant) was confirmed. However, event could not be verified for bone loss. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation are patient factors/parafunctional habits over the length of the implantation period. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report d4: unique identifier (UDI) number d4: expiration date g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: device evaluated by manufacturer h6: entered evaluation codes h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.